Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged touchscreen unresponsive issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy